Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of bilateral hydroceles, characterized by significant scrotal edema, and fluid overload. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a contributory role in the exacerbation of the bilateral hydroceles, due to the intrabdominal pressure being created during ccpd therapy. Causality was attributed to a processus vaginalis, however it is unknown when it formed. Hydroceles are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During peritoneal dialysis, the pressure caused can exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, dialysis leakage is a common problem in pd patients, and can manifest as genital edema or hydrocele.

Event description:
On 15/oct/2021, fresenius became aware this (B)(6) male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized during the end of (B)(6) due to fluid retention, generalized swelling and severe scrotal edema. A review of the patient¿s discharge summary revealed the patient was directly admitted to the hospital with massive scrotal edema, fluid overload (being managed with lasix) and left arm swelling. Although the exact timeline is unknown, the patient was diagnosed with bilateral hydroceles due to a patent processus vaginalis in the setting of peritoneal dialysis. Urology advised medical management for the next two weeks, follow by reevaluation and possible surgical consult if no improvement. The patient also underwent a fistulogram on (B)(6) 2021 to assess functionality of a left arteriovenous fistula (avf) and the left arm edema. The fistulogram was unremarkable, revealing no stenosis and solidifying its maturity and usability. While hospitalized the patient¿s pd prescription was altered to 2.5% dextrose solution, and the patient¿s swelling began to improve. The patient was discharged on (B)(6) 2021 after nephrology cleared the patient. The patient¿s scrotal edema was showing improvement, and the patient was instructed to continue utilizing a 2.5% dextrose dialysate for two more days. There is no evidence in the documentation provided demonstrating a fresenius device(s) and/or product failure or malfunction. Upon discharge the patient returned home and resumed using the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 15/oct/2021, fresenius became aware this 73-year-old male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized during the end of (B)(6) 2021 due to fluid retention, generalized swelling and severe scrotal edema. A review of the patient¿s discharge summary revealed the patient was directly admitted to the hospital with massive scrotal edema, fluid overload (being managed with lasix) and left arm swelling. Although the exact timeline is unknown, the patient was diagnosed with bilateral hydroceles due to a patent processus vaginalis in the setting of peritoneal dialysis. Urology advised medical management for the next two weeks, follow by reevaluation and possible surgical consult if no improvement. The patient also underwent a fistulogram on (B)(6) 2021 to assess functionality of a left arteriovenous fistula (avf) and the left arm edema. The fistulogram was unremarkable, revealing no stenosis and solidifying its maturity and usability. While hospitalized the patient¿s pd prescription was altered to 2.5% dextrose solution, and the patient¿s swelling began to improve. The patient was discharged on (B)(6) 2021 after nephrology cleared the patient. The patient¿s scrotal edema was showing improvement, and the patient was instructed to continue utilizing a 2.5% dextrose dialysate for two more days. There is no evidence in the documentation provided demonstrating a fresenius device(s) and/or product failure or malfunction. Upon discharge the patient returned home and resumed using the same liberty select cycler as before the events.

Event description:
On 15/oct/2021, fresenius became aware this 73-year-old male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized during the end of september due to fluid retention, generalized swelling and severe scrotal edema. A review of the patient¿s discharge summary revealed the patient was directly admitted to the hospital with massive scrotal edema, fluid overload (being managed with lasix) and left arm swelling. Although the exact timeline is unknown, the patient was diagnosed with bilateral hydroceles due to a patent processus vaginalis in the setting of peritoneal dialysis. Urology advised medical management for the next two weeks, follow by reevaluation and possible surgical consult if no improvement. The patient also underwent a fistulogram on (B)(6) 2021 to assess functionality of a left arteriovenous fistula (avf) and the left arm edema. The fistulogram was unremarkable, revealing no stenosis and solidifying its maturity and usability. While hospitalized the patient¿s pd prescription was altered to 2.5% dextrose solution, and the patient¿s swelling began to improve. The patient was discharged on (B)(6) 2021 after nephrology cleared the patient. The patient¿s scrotal edema was showing improvement, and the patient was instructed to continue utilizing a 2.5% dextrose dialysate for two more days. There is no evidence in the documentation provided demonstrating a fresenius device(s) and/or product failure or malfunction. Upon discharge the patient returned home and resumed using the same liberty select cycler as before the events.